Manufacturer narrative:
Customer complaint notes, stated this is the second occurrence of off no power without a low battery warning. Device monitored for several days. Unit received with all operating currents within specifications and passed a21 error test and displacement test. No unexpected battery power loss alarm anomalies noted. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on when battery was inserted. Insulin pump did not receive low battery alert prior no power alert. Battery cap was not loose, cracked or damaged. Insulin pump received second occurrence of off no power without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.